Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) cfg and universal motion controller (umc) cfg due to error 32101. Fse installed the carriage cover on universal surgical manipulator (usm) #3 due to pushed in light pipe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported error 32101 was replicated and confirmed. In remote fe, the errors 32101 was found indicating a high side switch error. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed and tested on the final test is4000 system 1 where error 32101 was triggered at startup, replicating the reported event. To troubleshoot the root cause of this reported event, the acp cfg was aba tested, replaced with a known good gold unit, power cycles the system 12x with no error reported, let it idle for 1 hour in normal mode with no error triggered. The reported error 32101 was confirmed but not replicated. In remote fe, this error 32101 was found, indicating a high switch error. Upon visual inspection, no issues were found that would be related to the reported event. This umc cfg was installed and tested on the final test is4000 system 1, run 12x power cycles with no issue on startup and no errors or failures were triggered. This umc cfg remained on the system for 2 hours idling in normal mode with no issue. Reviewing the system and error logs, this error is pointing to ac_5b node - acp cfg unit which is one of the components returned for the same failure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered a recoverable 32101 error. The issue was noticed in the morning and it would not clear. The system was hard power cycled and after each attempt the error returned. The caller requested the field service engineer (fse) to follow up on the error. The logs indicated the error could be with the universal motion controller (umc) board in the card cage. The procedure was aborted to another da vinci with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to starting the procedure and prior to patient involvement. They aborted the procedure to another da vinci system prior to patient involvement.